Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Out of trend subthreshold lead impedance patient alert is observed on (B)(4) 2010 and (B)(4) 2011. Both of these alerts are for similar behavior in the atrial pace lead seen as a single point increase to 4047 ohms on each of these days, rising from the approximate baseline of 400 ohms, then falling back to the baseline the next day.

Event description:
It was reported that the patient alert was triggered and there was high atrial lead impedances. An issue with the device connector was suspected. The device remains in use with monitoring from the physician. No patient complications have been reported as a result of this event.